Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having pain because of the device for the past 10 days. No further complications were reported or anticipated.

Manufacturer narrative:
Added patient code (B)(4). If information is provided in the future, a supplemental report will be issued.